Manufacturer narrative:
(B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction using the biosure ha, 8 mm x 30mm it was reported that the surgeon was inserting the screw (tunnel was size 7mm in the tibia) and did not feel anything unusual. The surgeon reported the patient's bone was not so good. He had decided to use an 8x 30mm screw, however after the insertion of the screw he scoped to see if the hamstring was okay. The surgeon reported that there were 2 tiny bits and discovered it was the tip of the biosure ha screw that he had inserted. He used a grasper to grab the tiny bits and discarded them. Nothing was left in the patient except the biosure ha screw. No device is returning for analysis. There were no reported patient injuries or complications.